Event description:
Literature: walker hc, watts rl, guthrie s, wang d, guthrie bl, bilateral effects of unilateral subthalamic deep brain stimulation on parkinson's disease at 1 year. Neurosurg. 2009 ; 65(2) :302-9. Summary: this article presents a prospective study that investigated the effects of unilateral stn dbs on motor function in 37 patients with moderate to advanced idiopathic parkinson's disease. The objective of the study was to quantify the benefit of unilateral dbs on contralateral, ipsilateral, and axial symptoms of advanced parkinson's disease. The patients were evaluated "off medication preoperatively (baseline), and then at 3, 6, and 12 months postoperatively. Reported event: one patient had a recent cerebellar infarct noted on MRI which required repeat surgery. Additional information has been requested, but was not available as of the date of this report. Reference literature article attached to MFR report# 2182207200905822.